Event description:
The unit is allegedly giving constant ¿alarm unit¿ at the service center.

Manufacturer narrative:
The MDR is being filed beyond the 30 day reporting timeline. The customer service representative inadvertently failed to notify regulatory affairs.